Event description:
According to the reporter: the needle disengaged from the jaws of the suturing device into the cavity of the patient. In order to complete the case, the needle was retrieved and a new instrument was opened. There was no patient injury involved.